Event description:
It was reported by the healthcare professional (hcp) that atrial undersensing was observed at 0.4 millivolts (mv) for this right atrial (ra) lead during a rhythmiq event. Technical services (ts) assessed and agreed with the observation. Ts recommended measuring the p-wave amplitude and adjusting the sensitivity settings accordingly. Ts also suggested measuring far-field signals to ensure the blanking period was sufficient. No far-field oversensing was noted in the available electrogram strips. To date, this ra lead remains in service. No adverse patient effects were reported. Additional information indicated that another hcp called back regarding reprogramming concerns related to far-field atrial sensing of a right ventricular sense (rvs) event. The timing system (ts) atrial blanking period after rvs was already programmed to the maximum value of 85 milliseconds. Technical services (ts) recommended measuring the signal amplitude and adjusting right atrial (ra) sensitivity as needed.

Manufacturer narrative:
This supplemental report is being filed to correct the f10: impact codes; and h6: impact codes.

Event description:
It was reported by the healthcare professional (hcp) that atrial undersensing was observed at 0.4 millivolts (mv) for this right atrial (ra) lead during a rhythmiq event. Technical services (ts) assessed and agreed with the observation. Ts recommended measuring the p-wave amplitude and adjusting the sensitivity settings accordingly. Ts also suggested measuring farfield signals to ensure the blanking period was sufficient. No farfield oversensing was noted in the available electrogram strips. To date, this ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the f10: impact codes; and h6: impact codes.

Event description:
It was reported by the healthcare professional (hcp) that atrial undersensing was observed at 0.4 millivolts (mv) for this right atrial (ra) lead during a rhythmiq event. Technical services (ts) assessed and agreed with the observation. Ts recommended measuring the p-wave amplitude and adjusting the sensitivity settings accordingly. Ts also suggested measuring far-field signals to ensure the blanking period was sufficient. No far-field oversensing was noted in the available electrogram strips. To date, this ra lead remains in service. No adverse patient effects were reported.